Manufacturer narrative:
Service was dispatched to evaluate the instrument. Field service engineer (fse) reported the cc sample probe leak was due to the collar wash valve. Fse replaced the valve and the leak was resolved. (B)(4).

Event description:
Customer reported the unicel dxc 800 pro synchron system had "cc cuvette not dry before first reagent dispense" error. Customer also reported the cartridge chemistry (cc) sample probe was leaking. Customer reported about 1ml of fluid leaked but contained to the instrument. No exposure reported. Customer was wearing lab coat and gloves. No erroneous results generated.